Event description:
It was reported that a spectrum infusion pump kept alarming door jam. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "door jam" (as a door not fully latched alarm) caused by severed motor mount screws, one of which was lodged between the link and lower link switch causing the alarm. The severed screw was removed and the motor assembly (including the severed screw) was replaced.